Event description:
It was reported that the patient experienced a rash all over her body that began on (B)(6) 2011. The patient stated that extensive testing had been performed, but the root cause was still unknown. Additional information was received from the patient's husband who stated that the rash was now an epidemic and the patient's allergist believed the nickel in the patient's implantable neurostimulator (ins) was causing the rash. The patient had no known allergies and symptoms began following an implant. An allergy kit was requested for patient testing. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model: 3093-28, lot#: v814671, implanted: 2011 (B)(6), explanted: na, programmer model: 3037, serial#: (B)(4). (B)(4).

Event description:
Additional information received confirmed that the cause of the event was allergic reaction to nickel. There were no abnormal impedance measurements. The entire system was explanted using the revision kit. The patient had signs and symptoms of bilateral leg rashes. No hospitalization was required due to the event.